Event description:
The manufacturer received information alleging a ventilator required periodic maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the active exhalation control module (aecm) was found to be malfunctioning. The aecm, exhaust fan, 43 micron filter were replaced,